Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to the pin 2 being bent on the connector. The root cause for the bent pin was physical abuse. There was no adverse event that resulted from the damaged battery.